Event description:
Complaint received as follows: "the customer is complaining that the catheter are sharp edged. We already checked some of them and could not confirm it. The customer complained 30 pieces."

Manufacturer narrative:
Based on the available info, this malfunction is deemed serious as the mucous membrane of the airway can be injured during the process of suctioning with such a device. This may result in significant hemorrhaging in predisposed pts and an increased risk of infection thereby prolonging the recovery of the pt. The extent of the mucous membrane lesions may be related to the size of the suction catheter and the suction pressure used. This issue does not constitute a risk to the safety of the pubic at large. The convatec product involved in this case is not used for the treatment or diagnosis of any medical condition. From a us medical perspective, unless add'l or more significant details are forthcoming this case may now be closed; (B)(4) originally peelpacked samples have been received and evaluated. Finger test and visual inspection were carried out. No sharp edged on catheters was confirmed. The samples met spec. History batch records have been reviewed and no nonconforming had been registered during mfg process. All relevant tests required during mfg process and final product release were performed and met requirements. No other complaint for the same product reference code was received within previous 24 months. As a part of in process inspection the punched holes and tip are checked by visual and finger test. No sharp edges are allowed. Based on above we cannot determine the possible root cause of the failure. The failure is included in relevant. Risk management file and associated hazard is evaluated there. Note: the actual date of event is unk, so the date used was the date convatec became aware. (B)(4).